Manufacturer narrative:
Only the stent implant was returned for analysis. The reported material deformation was confirmed. Additionally, returned device analysis noted that the stent implant was partially expanded. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported material deformation; however, factors that could contribute to material deformation include, but are not limited to, shipping damage, interaction with accessory devices and product damage during handling by user. It should be noted that the stent was returned with the entire length of the stent implant partially expanded and without the delivery device. Based on the information provided and the condition the device was received for analysis a definitive cause for the reported and noted event could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that while removing the 2x18mm xience xpedition rx drug eluting stent system (des) from its packaging, it was noted that a stent strut was damaged. The device was not used in the patient. There was no patient involvement and no clinically significant delay in the procedure. Return device analysis noted that the stent implant was dislodged and partially expanded.